Event description:
It was reported that the patient underwent an initial knee replacement on the left side and experienced increased pain and swelling after surgery as per normal. Intake of morphine for pain led to vomiting and patient was administered medication, a nerve block, and extended hospitalization. Subsequently, the patient experienced pins and needles and sensitivity to outer aspect of left knee. As a result, approximately 2 months after initial replacement, the patient was recommended de-sensitivity exercises and techniques. No further impact to the patient was reported. No other information is available.

Manufacturer narrative:
(D10) concomitant devices: 02-010-01-0220 - logic femoral ps cem left sz 2. 02-012-35-2013 - logic tibia ps mod insrt sz 2 13mm. 02-012-45-2020 - lgc tibial fit tray cem sz 2f / 2t. 200-02-35 - three peg patella 35mm. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: h6, h11. H11: the reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined because the devices were not available for evaluation, and relevant patient information, images, or radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.